Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to be experiencing high blood glucose. She said that she tried to rewind her insulin pump but it froze and that there is a black ring on the insulin pump. During troubleshooting, the customer was asked to press the act button and she said that she is asked to place and lock the reservoir into the pump and to press act. She said that she primed the pump to 16.6. Her blood glucose at the time of the event was 548 mg/dl and she treated with a manual injection. The customer mentioned that her insulin pump kept saying finish loading. She was explained what the finished loading alarm meant and that she was not getting any insulin. The customer declined troubleshooting for the high blood glucose. By the end of the call, her blood glucose was 512 mg/dl. She was advised that the insulin pump is now pumping the regular insulin and to monitor her blood glucose. The insulin pump is not being returned for analysis.